Manufacturer narrative:
(B)(4). The occurrence date was not provided. The cause of this peritonitis was use error from touch contamination. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis. The cause of peritonitis was touch contamination. The patient outcome was not reported. The nurse declined to provide any additional information.